Manufacturer narrative:
Patient¿s weight is unknown. Date of postoperative femur breakage is unknown. This report is for two (2) unknown titanium distal locking screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Original implant date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter¿s phone number is unknown. (510k): unknown, as specific part and lot numbers for locking screw is not provided. (B)(4). Without a lot number, the device history record review could not be requested. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, patient underwent removal of titanium cannulated fixation nail-advanced (tfna), tfna fenestrated screw and two (2) titanium locking screws due to patient broke the femur bone again. Devices were originally implanted on an unknown date. There were no allegations against the devices yet the surgeon decided to convert the implants to a total hip replacement. All implants were removed easily and intact with no surgical delay. Patient outcome was stable. This report is for two (2) unknown titanium distal locking screws. This is report 3 of 3 for complaint (B)(4).